Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. The full lead was returned and analyzed.

Event description:
It was reported that during implant attempt, there was positioning difficulty and 'tough anatomy access'. The lead was not implanted. There were no patient complications reported as a result of this event.